Event description:
Patient was told when she got a mammogram that the ilr had migrated into her breast. Occasional inappropriate asystole detections observed on interrogation. Device has not been explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.